Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eight years and ten months of post deployment, a computed tomography (CT) abdomen without intravenous contrast showed that an inferior vena cava filter was in place. The apex was located 1.2 cm inferior to the inferior border of the right renal vein. The filter was tilted laterally with the apex along the right lateral caval wall. It appeared to penetrate through the wall by 5.7 mm. Multiple struts penetrated through the caval wall predominantly along the medial aspect. One strut extended posterior to the aorta by 2.6 cm. An additional structure extended posterior to the mid aorta for a length of 1.1 cm. Two struts extended posteriorly and abutted the anterior vertebral body. The more lateral structure extended for a distance of 1.1 cm. The medial strut extended for less than 1.0 mm. A right posterolateral strut penetrated through the caval wall, extended for a distance of 8.7 mm. Additional struts penetrated through the anterior caval wall. No stress appeared broken or fragment was noted. There was no migration of the strut noted. There was no perforation of bowel or adjacent organs observed. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc) and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2012).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and embedded in wall of the inferior vena cava and struts perforated the vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.